Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer, with supplemental information from a nurse, in the USA. This report is of a break in aseptic technique and peritonitis, with a positive culture for e. Coli and septic shock coincident with peritoneal dialysis (pd) therapy. On (B)(6)2012, during a conversation with baxter customer services, the following information was reported by the patient's caregiver and nurse. On an unreported date, the patient did not wear mask, did not clean exchange area, and did not wash their hands before starting pd therapy. On (B)(6) 2012, the patient experienced peritonitis. The cause of the peritonitis was a break in aseptic technique, described as the patient not wearing a mask, not cleaning the exchange area, and not washing their hands before starting pd therapy. On (B)(6) 2012, the patient was admitted to the hospital. On an unreported date, the patient experienced septic shock. The patient had not recovered from the event. Pd therapy was ongoing. The nurse stated that the peritonitis was unrelated to dianeal therapy. On (B)(6) 2012, product surveillance contacted the pd nurse regarding the peritonitis event. It was reported, that on an unreported date, the pd catheter was removed and pd therapy was placed on hold. The patient remained hospitalized for the event at this time, in the intensive care unit (ICU). Treatment was unknown. The nurse stated retraining on proper aseptic technique has not been performed at this time, as it is unknown if the patient will return to pd therapy.

Manufacturer narrative:
(B)(4). On (B)(6) 2013, the patient's caregiver contacted baxter customer services and reported the following information. On (B)(6) 2012, the patient died. The caregiver had not yet received the death certificate, but indicated the cause of death may have been related to hospitalization for peritonitis. On (B)(6) 2013, customer services conducted follow-up with the peritoneal dialysis nurse. The following information was reported. The nurse confirmed the patient died on (B)(6) 2012. The nurse stated cause of death was unknown at this time, but may have been related to peritonitis and liver failure. The nurse stated the death was not related to dianeal therapy. On (B)(4) 2013, product surveillance spoke with the peritoneal dialysis nurse regarding the patient's death. The following information was reported. The patient died in the hospital. The nurse did not have a death certificate but the following events were listed in the patient's medical record as contributing to the patient's death: elevated potassium, elevated liver enzymes, hepatic failure, sepsis due to peritonitis, thrombocytopenia, end stage renal disease, hypotension and anemia due to renal disease. The nurse stated the patient did not have a past medical history of liver disease but the patient's history of breast cancer also contributed to the death. The nurse confirmed the peritonitis, sepsis and death were unrelated to baxter solutions, disposables or devices.

Manufacturer narrative:
(B)(4). Additional information: the devices involved in the incident were unknown. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review was not performed. A sample is not required for use error as there is no allegation against the device. This report of a breach in aseptic technique was confirmed, as the nurse reported there was a break in aseptic technique. It was described as the patient not wearing a mask, not cleaning the exchange area, and not washing their hands before starting pd therapy. However, the assignable cause could not be determined. Instructions related to the reported problem are contained in the product labeling, are accurate and sufficient, and easily accessible by the patient. No issues were identified with the product labeling that would contribute to the reported problem. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Additional information: the cause of death was also attributed to severe protein malnutrition (onset date not reported). It was unknown if the peritonitis was resolved at the time of death.